Event description:
It was reported that bd alaris smartsite needle-free valve had flow issues the following information was received by the initial reporter with the following verbatim: there are several incidents where the connector creates an obstacle to the flow (also with new connector). The issue creates delay in the regular flow of infusions and is very risky with drugs for support emodynamic.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
Two 2000e7d samples were received for investigation of (B)(4), in which the customer has stated: "there are several incidents where the connector creates an obstacle to the flow." No samples of any connecting product were received to aid the investigation. No packaging was received with either sample; however, the customer has indicated that the lot number was 1028849. Examination of the returned samples noted no physical damage or deformity which may have contributed to the customer's experience. Furthermore, no occlusion or flow restriction was encountered when the samples were accessed and flushed using a bd plastipak syringe from stock. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1028849 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, a definitive root cause of the customer's experience could not be determined, as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. However, previous investigations into other reports of this nature have found that certain features on the surface of the male luer of the connecting product, including flash or a raised edge to the tip of the male luer, can cause intermittent restricted flow due to pinching of the blue piston of the smartsite which subsequently does not allow it to open fully. This can often be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. The connecting product in clinical use at the time of the customer's experience was not received for investigation; therefore, it was not possible to confirm if the connecting product may have contributed to the reported issue. A review of the customer advocacy feedback database indicates that instances of this nature are rare, with a small number of similar reports received against the smartsite component in the last 12 months.